Manufacturer narrative:
The device was not returned, so no analysis was conducted. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. The issue occurred intraoperatively during the select patinet/acquire scans task and delayed the surgery by less than one hour. It was reported that during the spine case, when the patient was being scanned, the scan abruptly stopped. A message popped up on the screen that said something to the effect of the scan being prematurely halted. The system also began to beep. The tube was stopped at about 10 o¿clock. The switched to 2d to try to get a fluoro shot but that did not work, it only cleared the error message on the mobile view station (mvs) screen. The problem was resolved by rebooting the system. The medtronic representative explained to the tech that he may have unknowingly released pressure while pressing the exposure button. The surgery was completed with imaging and there was no impact on patient outcome.